Event description:
It was reported that before use on a patient, the device experienced an issue with no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer provided the device logs and a screenshot of the o2 gas path test for review. The results indicated that the o2 safety valve was leaking. Based on these findings, technical support recommended the replacement of the inspiration block to resolve the issue.